Event description:
During a colonoscopy, the physician used a wilson-cook quicksilver bipolar coagulation probe. During system preparation, the tip was intact. The device was advanced through the accessory channel of the endoscope. At this time, it was noticed that the tip had detached from the device. The tip of the probe was removed from the pt's colon. No injury to the pt was reported.